Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified and angulated ostial left circumflex (lcx) artery. Pre-dilation was performed with a 2.5mm balloon. This 2.75x32mm taxus liberte stent was then selected for treatment. The stent delivery system was unable to cross the lesion due to distal stent struts becoming flared. The case was concluded with balloon angioplasty. No patient complications were reported and the patient is listed as stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The stent was misaligned at the distal edge of the stent. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified and angulated ostial left circumflex (lcx) artery. Pre-dilation was performed with a 2.5mm balloon. This 2.75x32mm taxus liberte stent was then selected for treatment. The stent delivery system was unable to cross the lesion due to distal stent struts becoming flared. The case was concluded with balloon angioplasty. No patient complications were reported and the patient is listed as stable.